Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they placed the insulin pump in damp pockets and the device was exposed to moisture. Customer's blood glucose reading at the time of the call was 8.9 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed the self test, passed a21 error test and passed off no power test. The pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.